Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a pump error alarm. The customer stated they were able to clear the alarm and were able to complete the rewind process. Fill cannula was recorded in daily history. No harm requiring medical intervention was reported. Troubleshooting was performed and the customer will discontinue use of the device.

Manufacturer narrative:
The device was returned for absence of occlusion alarm and device error 15 found on february 18, 2022. Device history and trace files downloaded successfully using thump software. Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. No absence of occlusion alarm noted during testing. No absence of occlusion alarms noted in the device memory history/trace files. Trace download analysis confirmed the device alarmed device error 15 on february 18, 2022 at time 05:28:54.000. Force sensor was measured and is within spec (23.3 millivolt at zero offset). Device was cut open to perform visual inspection and found moisture damage on the electrical board 1, electrical board 2, and motor. Test p-cap / reservoir locks properly into place. The following were noted during visual inspection: end cap address label fading, scratched case, and pillowing keypad overlay. Prime/fill anomaly not confirmed during testing. Moisture found on electrical board 1, electrical board 2, and motor. Device error 15 confirmed due to software error. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.